Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate, non-sustained episodes and increased sensing integrity counter (sic). It was believed that the lead was possibly fractured and it was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, date of implant (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.